Event description:
It was reported to philips healthcare that the power of the heartstart mrx frequently report error a "shutting down" message. There was no pt involvement.

Manufacturer narrative:
Pr #(B)(4). A f/u report will be submitted upon completion of the investigation.